Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump kept alarming low battery and failed battery test despite multiple battery changes. The customer did not have a new battery or battery cap to test. Troubleshooting did not occur at the time of call. The insulin pump was not returned for analysis at this time.